Event description:
The patient reported that on (B)(6) 2021 patient placed a new v-go device on her abdomen and at 2 pm on (B)(6) 2021 the adhesive pad was not sticking properly and she experienced pain from the needle poking her. Patient reports the pain was sharp but resolved itself immediately. Patient stated that she removed and replaced the device .